Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The ccht stated that the leak was seen on the inside of the dialyzer near the header. The leak was confirmed visually and the test strips tested positive. Estimated blood loss was 250cc's. Pt required no medical intervention. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode can not be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.